Event description:
The patient's post operative course was prolonged due to latrogenic shearing of the catheter tip from thoracentesis. The cahteter tip was later removed with additional surgical intervention. Further conversation with the customer revealed the patient is doing well at this time.